Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Metal splint separated from the innie setscrew during rod fixation. As (B)(6) didn¿t notice, he suffered a small stitch injury on his finger when touching the screw. After treating his injury, surgery was continued and completed with a new innie screw without further problems. He wants the innie screw to be examined.

Manufacturer narrative:
One (1) single inner set screw [product code: 1797-02-000, lot number: atcc3g] was returned to the complaints handling unit (chu) for evaluation. Visual inspection has confirmed the reported complaint. A section of the leading threads, first thread row to be threaded inside the tulip head, were peeled off but still remained attached to the set screw body. A section of the threads, the row above the leading thread, were crushed and pushed down. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the threads tearing from the set screw body cannot be positively determined. A probable root cause may likely be due to cross threading of the set screw upon insertion. This could have caused the threads to tear off the sides of the set screw once torsional force was applied during the final tightening phase. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.